Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information from merge healthcare and other vendors systems including images, hemodynamic studies and reports, measurements (via import from dicom structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data. Merge cardio is intended to allow users to review diagnostic and non-diagnostic quality images, annotate studies, perform digital subtraction on images, to perform quantitative measurements on images (including but not limited to quantitative coronary analysis, left ventricular analysis, time, area, length, velocity, angle, volume, and velocity-time integrals), to generate physician generated clinical reports (via structure reporting and template based tools), and to store this information in a database. On 06/30/2022 a technologist contacted merge helathcare alleging that the simpson's biplane measurement is incorrect on merge cardio version 12.1.1. Work is ongoing between the customer and merge healthcare. A supplemental report will be filed when further information becomes available. This has the potential to delay patient treatment and/or diagnosis or may result in an incorrect diagnosis &/or treatment. There have been no reports of patient injury or harm as a result of this issue. Reference complaint (B)(4)

Manufacturer narrative:
An investigation into the customer's allegation is ongoing. A supplemental report will be filed when addtional information becomes available.

Manufacturer narrative:
This supplemental report is submitted to the FDA in accord with applicable regulations and as indicated by merge healthcare in the initial report submitted 7/28/2022. After additional troubleshooting by merge healthcare technical support and cardio clinical report engineering as well as a cross-functional investigation into the allegation, it was determined that software coding changes unintentionally caused a defect. The defect was evaluated and assessed for risk. It was assessed with a minor severity and is a low risk. Therefore, this issue no longer meets the requirements for adverse event malfunction reporting. For the issue to be fully resolved, a change to the code is needed. No further action is required at this time. Revised information contained in this supplemental report includes the following: g3 - date new information received by manufacturer; g6 - indication that this is follow-up report 001; h1 - indication of malfunction as reportable event; h2 - indication of additional information; h3 - indication that device evaluated by manufacturer; h6 - evaluation codes: investigation findings 13 device difficult to operate and 104 software problem identified, investigation conclusions 58 cause traced to software coding and 4302 human factors device difficult to operate. This issue occurred on the customer's test environment during customer/user training. There was no patient involvement. There were no reports of death, serious injury or injuries that were directly caused or contributed to as a result of this issue.